Manufacturer narrative:
Additional information was received that the pseudoaneurysm was observed one day following the valve implant and surgical repair was performed the same day. According to the physician, no separation of the delivery catheter system (dcs) was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm at the left trans -femoral artery was observed during the puncture. It was reported that the left trans-femoral approach was used in the valve implant procedure and that the minimum diameter for the access vessel was 5.5 millimeter (mm). It was reported that the delivery catheter system (dcs) likely contributed to the pseudoaneurysm. It was reported that the condition of the blood vessel; which was calcified, a gap between the nosecone of the dcs and the dcs capsule, and the tip of the inline sheath all contributed to the pseudoaneurysm. A surgical repair by cutdown was performed. No additional adverse patient effects were reported.